Event description:
C0mplainant alleged that the clinicians were attempting to monitor the heart rhythm of a patient (age and gender unknown), but the device shut down twice during the procedure. The clinician then obtained another device and successfully monitored the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.